Event description:
Starting 2005 I was having chest pain. The attending doctor had some experience with my health problems. I had a CABG x on the lad. This was preformed in 2003. He decided to do a stress test and noticed a blockage. The next day I had a catheter placed in to check my arteries. I had one area of blockage. The doctor placed a taxus express monorail 3.5 x 28mm stent to help open the artery. This seemed to correct the problem. After that first stent was placed, it was one stent after another. With limited info at this time I will show you the trail of cath lab and stent implantations. In 2005 (2) stents lad. Lad both taxus drug eluting. In 2006 (1) stent circ cypher sirolimus-eluting coronary stent. In 2006 (5) taxus express .2. All were placed in the lad. Six days later, had adenison stress test showed a heart attack on that date, did a cath to rule out any blockage due to range of pain. The next day placed on a series of meds for two weeks, plavix 75 mg and aspirin (325mg), use on before each date. Three months later, (3) more stents distal lad/midlad/prox lad. Checked legs for blockage, right femoral artery blocked off. Three months later found (3) blocked arteries, could not add stents due to blockage was with in the stents. Two months later, ran several tools to remove any blockage. They found and cleaned scar tissue, they did not find any plaque. A month later I had more chest pains (2) more stents, cordis drug-eluting mid lad. As of this date I have a pretty bleak outlook. If you can take this information and help others with similar problems this would be wonderful, thanks.